Manufacturer narrative:
(B)(4).

Event description:
Upon interrogation, high current drain error message appeared. The device remains implanted. File reviewed and device explantation recommended. 7/31/2015 - device remains implanted at this time.

Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The returned device data have been analyzed. The analysis revealed an elevated power consumption of the device, leading to the reported message box upon interrogation. Based on the available data, the root cause of the clinical observation could not be determined. Besides that, the analysis of the device data showed no conspicuities. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The analysis of the returned device data revealed an elevated power consumption. However, based on the available data no conclusion can be drawn regarding the root cause of the clinical observation. Should additional relevant information become available, the investigation will be updated.